Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent surgical revascularization with an axillary-axillary bypass, and then was implanted with two conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm. The proximal stent graft (tgu343415j/16614573) was intended to be placed at the distal origin of the left common carotid artery (lcca). However, upon deployment, the device had partially and unintentionally obstructed the lcca. Final procedural imaging reportedly confirmed blood flow to the lcca, and the physician opted not to address the partial vessel coverage at this time. The patient tolerated the procedure. On an unknown date, complete occlusion of the lcca was reportedly confirmed. The patient is being monitored, and no symptoms have been observed. No further information was available.